Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during implantation of a c-flex aspheric 970c intraocular lens (iol). The event description provided states that upon implantation of the c-flex aspheric 970c iol the healthcare professional observed a crack in the lens.

Manufacturer narrative:
The reference (B)(4) has been allocated to this event by rayner intraocular lenses limited. The healthcare professional reports, "I played with the mark to see if it would be removed eg slm, before putting in the bag and would not budge, definitely on the back surface. The "crack" is said to be off centre in a line. The healthcare professional has since reported to rayner that the crack is healing." Our review of production records for the c-flex aspheric 970c iol batch 013e44071 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance date from the month of manufacture of the c-flex aspheric 970c iol (february 2013) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch 013e44071.